Event description:
The customer reported the system displayed a high ma error. This incident happened during a case. No patient injuries were reported.

Manufacturer narrative:
A ge service rep checked error logs. He performed a filament calibration and found no further errors.